Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus y 22ga x 1.00in ss prn npvc leaked blood. The following information was provided by the initial reporter, translated from chinese to english: during use of the huima 22g indwelling needle, blood will automatically return to the extension tube and blood will flow out from the connector.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1. DHR/bhr review: (1)the batch number of the complained product is 3261305, is 22g and product code is 383884, produced on 2023/10, with a total of (B)(4) pieces in this batch; (2)the smart-site batch number used in this batch of products was 23058347; (3)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (4)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.the customer provided 3 videos of the defect products. From the videos, it can be seen that when the clamp is opened, the liquid overflows from the slit of the smartsite connector;at the same time,the customer returned a defective sample (smartsite connector), as shown in the attached photos 1 and 2; observed the sample under microscope, it was found that there was a damaged at the slit of the smartsite connector, as shown in the attached photo 3; install the smartsite connector on the product, and do a water injection test,found that water flows out of the slit of the smartsite connector, as shown in the attached video 4; 3.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: (1) according to the sample returned by the customer, it is confirmed that the slit of the smartsite connector is damaged. Smartsite is assembled manually in the suzhou plant, and during the assembly process this location will not be damaged; (2) because the smartsite connector is damaged, causing the liquid to flow back to the extension tube under the action of atmospheric pressure. In summary, no abnormality was found during the assembly process.the complaint defect was caused by damage to the smartsite connector. Smartsite is assembled manually in the suzhou plant and this position will not be damaged during the assembly process. The smartsite connector is manufactured by bd switzerland sari, need bd switzerland sari. Assist investigation. The factory will continue to pay attention to and monitor the trend of defect complaints. Switzerland sari investigation: (B)(4): it was reported the model 383884 pegasus y 22ga x 1.00in ss prn npvc, due clamping difficult & leak, nevertheless, this investigation is to answer for bd assembly pc5000r, which is the component that shown the condition reported under the complaint (B)(4) and that is used as a subassembly in the model reported. According with the information provided, the subassemblies found defective belong to lot number 23058347, which was manufactured at bd tijuana site and was used to build the model 383884 lot 3261305 reported under this complaint. The sample was not available; however, an investigation was started with videos and information provided. The customer reported an incident, where during the use of the huima 22g indwelling needle, blood automatically returned to the extension tube and blood flowed out from the connector. Per the video, it is not clear the damage in the piston, however a revision of the process with the mft was conducted. Per the lot reported, it was confirmed that the reported piece of model pc5000r was manufactured in combo 3 machine pe-0606-0005, a revision of the possible work orders in the combo #3 was carried out by maintenance department and no additional work orders were found during the manufacturing of the pc5000r assembly. However, since no trend of this issue was found, potential causes were determinate by the mft. Material: supplier raw material: lots of raw material piston used on the manufacture of this assembly come from an external supplier a possible damage from manufacturing of the pistons was considered, however, the lots received are inspected by sampling under the ¿675-00 gqes, molded comp, sub assy-disp¿ procedure and after, is processed in a piston tester machine, therefore, it was not considered a potential root cause. Machine: piston tester: the lots of piston used to build the lot reported were tested in the piston tester#3, piston tester#4, piston tester #7 and inspected, however, no workorders were found during process of the reported lot, in addition a sampling visual inspection is performed under the ips0003 ¿smartsite quality specification¿ during the process of model pc5000r and no nonconformities were recorded during the manufacture of the lots reported, therefore it was not considered a potential root cause. Fluor silicone application station: according with the process review, the damage in the piston could have been generated in station #15 of the machine pe0606-0005 (combo #3 )(image 3) due to a possible misalignment or damage of the needle during flour silicone application, however, a damaged needle cause a machine alarm, and fluorsilicone needles are reviewed by operator and pcp personnel through format mfg0224-02-r and no workorders were found during process of the reported lot, therefore, it has not considered a potential root cause. Manpower: was disregarded since it was found not to be related to the reported failure mode. Environment: was disregarded since it was found not to be related to the reported failure mode. Method: visual inspection: sampling visual inspection is performed under the ips0003 ¿smartsite quality specification¿ during the process of model pc5000r and no nonconformities were recorded during the manufacture of the lot reported, therefore it was not considered a potential root cause. Measurements: was disregarded since it was found not to be related to the reported failure mode. Root cause: after the investigation along with manufacturing and quality operations team, failure mode could not be confirmed to be related to the tj manufacturing process.